Event description:
This was not previously reported because reporter was told the co had already reported this, but subsequent search of data base did not show this event. In 2002 an endometrial ablation was performed on pt, after first performing dilation and curettage. The device was the novasure, manufactured by novacept. The first device failed, filled with blood and second device was provided. All systems checked and ablation was performed. Hysteroscopy performed and section in the left cornu region not ablated. Device reinserted, reset, and alarm sounded suggesting intracavitary leak. Leak indentified at cervix as indicated by bubbling of gas at the os. Alarm override as indicated by product representative, and second ablation performed. Repeat hysteroscopy after revealed intact uterine cavity, and complete ablation. In 3/2002 pt presented to ER and the next day underwent surgery where a small burn through noted in the right cornu area, an area of blanching on the descending colon and perforation of the small bowel with leakage of small bowel contents into the abdomen. Small bowel resection and reanastomoses, and then large bowel resection with diverting colostomy performed to remove blanched area. Pt subsequently receovered. Manufacturer refused to allow that there might have been a manufaction/ surging effect since two ablations performed using same device. Device info states, "single pt use" not single use disposable or similar wording.